Event description:
It was reported that the md inserted the sheath via the left femoral artery while in the ICU. The iab was prepped and zeroed per instructions. The guidewire was inserted, and then the iab was "easily inserted." The pump monitor displayed status ll, and the ap lumen immediately clotted, although it was flushed previously. The pt had a "thorax" x-ray, and the iab was not seen. The md decided to remove the iab after placing another guidewire which "got stuck at +/- on 85 cm." Another iab was not inserted because the pt was sent to the or. No pt complications were reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.